Event description:
Report 1 of 3 received of a tubing set split during use with a power injector. The customer reported that an unspecified power injector was infusing an unspecified contrast media at an unspecified rate via the extension tubing set. Upon initiation of the injection the tubing set was reported to have split at an unspecified location. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.